Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the retainer ring was cracked. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
The pump was received with partially broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. A test p-cap and reservoir was installed and did not lock in place due to partially broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. The pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test, self test, sleep current measurement, and active current measurement however, unable to perform the displacement test, occlusion test, and dat test or verify under delivery anomaly due to broken reservoir tube lip and missing retainer. Successfully downloaded the trace and history files using thus and carelink upload was successful. The pump was cut open to perform a visual inspection. No damage or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: missing retainer, partially broken reservoir tube lip, scratched case, pillowing keypad overlay, stained keypad overlay, stained serial number label, end cap address label faded, missing reservoir tube o-ring, battery compartment cracked at the corner of the belt clip rails, and cracked battery tube threads. Missing retainer, partially broken reservoir tube lip, and missing reservoir tube o-ring are confirmed. Unable to verify under delivery anomaly. The formatted history file list the following manual programmed bolus deliveries for 4/8/2022: 4/8/2022 00:03 manual bolus normalbolusamountprogrammed = 2 bolusamountdelivered = 2 4/8/2022 00:13 manual bolus normalbolusamountprogrammed = 0.9 bolusamountdelivered = 0.9 4/8/2022 09:27 bolus wizard normalbolusamountprogrammed = 3.8 bolusamountdelivered = 3.8 4/8/2022 13:31 manual bolus normalbolusamountprogrammed = 1.5 bolusamountdelivered = 1.5 4/8/2022 14:27 manual bolus normalbolusamountprogrammed = 4.8 bolusamountdelivered = 4.8 4/8/2022 14:56 manual bolus normalbolusamountprogrammed = 2 bolusamountdelivered = 2 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.